Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore the tampons for two hours and upon removal an unspecified amount of tampons fell apart. She manually removed the tampons but was unsure if tampon pieces remained inside. She did not experience any adverse health affects and did not seek medical attention.